Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited episodes of noise. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.